Event description:
Hospital reported death of patient due to sepsis after 51 days on support. The patient was critically ill and chose to withdraw care. There was no autopsy, the device was not explanted, and the staff states the device did not cause or contribute to the patient's death.